Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A health professional reported that they have had multiple cartridges that have cracked. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause. There is one other complaint in this lot. Investigation has been completed based on current information. The manufacturer internal reference number is: (B)(4).